Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The purpose of this submission is also to provide a correction of version or model# and catalog# sections: #d4: previous version or model #: ard568420710a. Corrected version or model #: ard568330931/ard568330931. Previous catalog#: ard568420710a. Corrected catalog#: ard568330931/ard568330931.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, the suspension arm screw needed to be fitted to the device. No injury was reported. There is no information if previous screw was damaged or missing, however we decided to report the issue in abundance of caution. It was established that when the event occurred, the surgical light did not meet its specification. There is no information if at the time when the event occurred the device was being used for the patient treatment. The root cause analysis was performed by subject matter expert at the manufacturing site, who evaluated as follows; the part replaced by ssu is ard600410608 - screw fhc m6x8. After mounting the safety ring with the screw and the washer, four screws fhc m6x8 are trapped by safety ring. Therefore, even if they are completely untightened, they cannot go out and fall into the surgical field. The missing screw may have been lost upon a maintenance intervention. However, because of the lack of additional information, this root cause remains hypothetical.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021, getinge became aware of an issue with powerled surgical light. As it was stated, the suspension arm screw needed to be fitted to the device. No injury was reported. There is no information if previous screw was damaged or missing, however we decided to report the issue in abundance of caution as any issue with this particular screw may lead to detachment of surgical light and then to serious injury.